Event description:
It was reported that at 9:30, the patient fell to the ground after running a marathon and was carried to the hospital having had a cardiac arrest. At 10:23, md began to provide pcps (percutaneous cardiopulmonary support) to patient. At 10:26, iab was inserted via sheath into femoral artery. During iab insertion, patient was also receiving pci (percutaneous coronary intervention) for cooling. Md noticed iab wasn't unwrapping and pushed syringe 10-15 times, but center of iab still didn't inflate. Pump emitted "high pressure" alarms. Md began doing pci w/ internal rate 40 as substitution. At 11:30, md finished pci and removed/replaced iab with another brand 34cc iab. Around 22:00, md confirmed death of patient while pcps and iabp were running. Md stated death of patient "has nothing to do with the iab or the medical devices." Follow-up report will be filed if more info. Becomes available.